Event description:
Per the clinic, the patient experienced chronic infection (date not reported) as well as pain at the abutment site. Subsequently on (B)(6) 2015, the device was explanted.

Manufacturer narrative:
(B)(4). The implanted device remains.